Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial result = 1.6 repeat =6.6, 1.3. On 09/13, inratio inr=1.6. On 09/20, inratio inr=6.6, 1.3; performed fingerstick again on same finger for retest minutes after first test. Pt has difficulty obtaining sample; milking finger. Therapeutic range 2.0-3.0.

Manufacturer narrative:
Investigation pending.